Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 162 ohms). Technical services (ts) was contacted to review device data. Ts provided recommendations for lead integrity testing. Several attempts to obtain the rv lead serial number have been unsuccessful. No adverse patient effects were reported. The rv lead remains implanted.